Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the staple guide noted the instrument was fully applied. The anvil of the instrument was observed to be tilted and separated from the instrument. A microscope examination of the device displayed nicks on the knife blade. In addition, a shallow knife impression and cross cutting staple line marks were observed along the cutline impression in the cutting ring and mylar cover. The knife cut the test media cleanly and completely, despite the noted knife blade damage. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a left colectomy, during resection and new colorectal anastomosis, there was poor staple formation when using the circular stapler. The staples did not close. In order to fix the staple line, resected and re-stapled. The instrument handle was fully squeezed so that the metal underside of the handle contacted the stapler body to the fullest extent. There was not any excessive tissue incorporated into the barrel of the stapler. There was not an improperly matched instrument and anvil combination used. The donuts were not complete. The stapler sizers were not used. There was tissue loss. The surgical time was extended by 45 minutes. The current patient status is good.